Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 129 mg/dl. Customer did not receive a low battery alert prior to the off no power. The new battery did not resolve the issue. Customer has tried 4 different brand new batteries and pump will not turn on . The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, unexpected restart test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and off no power alert noted. Pump received with corroded battery tube, cracked reservoir tube lip, peeling address/serial number label and minor scratches on display window noted.